Manufacturer narrative:
Patient ID - case #: (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and the lot number provided could not be verified. Placeholder.

Event description:
It was reported that a ball hex screwdriver broke during surgery. The surgeon was performing an intramedullary nailing of a left femur and had difficulty unscrewing the connecting bolt of the insertion handle, causing the screwdriver to break. The surgeon had to use vice grips in order to loosen the screws on the insertion handle. The surgery was not delayed and the procedure was successfully completed. This is report 1 of 1 for file (B)(4).